Event description:
During pretest complete shaft frosting was noticed. Probe was replaced and case was completed with no further issues.

Manufacturer narrative:
Device evaluated by simulated use testing and confirmed the reported issue. Disassembly and further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.